Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, possible infection/mom. Patient had what appeared to be a sore or wound on their hip pre surgery, cultures were taken and the head was pulled and a new 28mm long ceramic was used with a stryker dual mobility. The patient has undergone previous revisions due to dislocation, infection on (B)(6) 2010, (B)(6) 2010 and (B)(6) 2010 (all components revised). Right hip.

Manufacturer narrative:
Updated device implant date and event problem codes. The patient index surgery was performed on 2006. The component reported here was implanted on 2010 after a revision surgery.